Manufacturer narrative:
Results: a sample was not returned for evaluation. Visual inspection of supplied photos. Confirmed presence of crack in needle. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5352658. Conclusion: the hole in the cannula originated during the cannula molding/extruding operation at the supplier level.

Event description:
It was reported that a blood draw with bd vacutainer® eclipse¿ blood collection needle, 22 g x 1.25 in lead to air to be mixed in the draw. Bdj found a 4mm crack in the needle. No injury or medical intervention.